Event description:
Event: (cc# 98-01111) the doctor was unable to insert the iab into the sheath. The iab was removed and a second iab was inserted into the same sheath. On 10/2/98, the following was reported to datascope: several attempts were made to push the iab through the sheath but it was not possible to advance the iab. There was no patient injury or complication as a result of the event. The patient did eventually go to surgery. [Event complications]: unknown - reported 9/2/98; none - rpt'd 10/2/98. [Patient's current status]: to surgery-rpt'd 10/2/98.